Manufacturer narrative:
Analysis reports that the insulin pump was received with blank display due to corroded battery tube. They were unable to perform displacement test due to corroded battery tube. It was due to moisture damage to electronic and motor assembly. Also their was a cracked display window, cracked case near display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, broken battery tube threads, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a cracked and many scratches on the display. The customer blood glucose level was unknown. Troubleshooting was not performed, but the insulin pump will be replaced. No further information was provided.